Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1715k. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. Customer reported receiving a stuck button alarm. Troubleshooting was performed and it was indicated that pump requires replacement. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported receiving a power loss alarm. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self-test and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or power loss alarms listed in the history files. Intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 5/7/2024 4:38:32 am in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, broken battery tube threads, and faded serial number label. The p-cap/reservoir does lock properly. No stuck button alarm or power errors noted and passed all required testing. However, found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Cosmetic damage was confirmed at serial number label during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.